Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and low out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring less than 20 ohms. The patient's rv lead is a non-boston scientific product. It was noted the shock impedances had decreased over the past year. Boston scientific technical services (ts) discussed troubleshooting options. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed as the conclusion code was updated.